Event description:
It was reported to boston scientific corporation that a renal dilator was inspected upon receipt at the user facility. According to the complainant, it was noted that the packaging of the device was damaged. The packaging was described as "scrunched up" or "folded" or "wrinkled". The sterile barrier did not appear compromised and no visible damage was noticed to the outer shipping box. It is unknown if damage was present to the device as the packaging was never opened. It was confirmed that the damage was discovered during initial unpacking and no patient or procedure was involved.

Event description:
It was reported to boston scientific corporation that a renal dilator was inspected upon receipt at the user facility. According to the complainant, it was noted that the packaging of the device was damaged. The packaging was described as "scrunched up" or "folded" or "wrinkled". The sterile barrier did not appear compromised and no visible damage was noticed to the outer shipping box. It is unknown if damage was present to the device as the packaging was never opened. It was confirmed that the damage was discovered during initial unpacking and no patient or procedure was involved.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the product pouch had been folded in two places. The sterile barrier was not compromised. The catheter was also found to be bent in two places. The bends in the device were consistent with the bends in the package. A functional evaluation found that the catheter could be moved through the sheath, but resistance was felt when the bend of the catheter was passed through the hub of the sheath.